Event description:
Report received of multiple undocument incidences of shut-off valves "sticking" to the sidewall of the solusets. It was reported that "several" cases of this lot were opened at the user facility in central supply. Out of the 300 sets that were examined, there were 100 sets with the shut-off valve stuck to the sidewall. The sets were not used. There have been no reported adverse patient event. Though requested, no further information was received.